Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device, referenced in describe event or problem, is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral artery (lcfa) and right common femoral artery (rcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6fr. Reportedly, a cuff miss occurred with the proglide device in the lcfa and the rcfa. Two additional proglide devices were used for successful suture placement using the preclose technique in the lcfa and rcfa. The sheath was upsized to 18fr and the aaa procedure was completed. Hemostasis was achieved in both the lcfa and rcfa using the pre-placed sutures from the proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.